Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. Covidien was unable to contact the customer to confirm if suggested repairs remedied the issue. This report is currently being investigated. As additional information is obtained, a supplemental report will be submitted. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank top display. The ventilator was not in use on a patient at the time the event occurred.